Manufacturer narrative:
It was reported by the hospital contact that this enterprise ((B)(4)) did not advance through microcatheter (details unknown). The physician used another stent (details unknown) and the procedure was successfully done. It was initially reported that the product will be returned for analysis. A non-sterile enterprise device was received inside of a plastic bag. The stent was found deployed. The introducer tube was found separated of the unit and no damages were noted on it. The deliver wire was inspected and no damages were noted on it. The received stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed due the stent was received deployed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10480746. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿delivery wire - impeded¿ could not be evaluated due to the conditions of the received unit. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. No corrective action will be taken at this time. Concomitant medical products and therapy dates: microcatheter (details unknown), another stent (details unknown). This is an initial/final report. (B)(4).

Event description:
It was reported by the hospital contact that this enterprise ((B)(4)) did not advance through microcatheter (details unknown). The physician used another stent (details unknown) and the procedure was successfully done. It was initially reported that the product will be returned for analysis.